Event description:
January 9, 2025: breas medical received a customer report that a patient had expired while using a breas vivo 45ls. This was provided by the customer rotech inc.: 'this pt daughter sent us a text stating the mom passed away and stated the machine played a factor in her death I have been trying to get this sent off and I have not heard anything from the family since this date ' breas received the device on january 16, 2025. The investigation is ongoing. Log files have been reviewed but there is no data in the files from the reported date of the event. Nothing in the log files indicates that the ventilator stopped working. Breas reached out to the customer via email on january 27, 2025 to request more information.